Event description:
The pt presented for dialysis. The dialysis nurse noted that the blue hub of the catheter was loose. The catheter was not repairable. Following dialysis, the stem was clasped with a clip from a repair kit.